Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. The first test was hpv 16 negative. The repeat test was hpv 16 positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary; the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. 443982) from kit lot 5139204 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd onclarity¿ hpv assay kit lot 5139204 revealed no anomalies that could explain the customer¿s discrepant results. The retain material of bd onclarity¿ hpv assay kit from lot 5139204 was tested and the results were as expected. Customer complained about discrepant results due to the hpv 16 target, which was negative on the initial test and positive on the retest, for one patient sample. Customer performed the retest because despite a negative result in the initial test, a CT value for the hpv 16 target (fam channel, g1 master mix) was observed. Two run files from bd cor¿ instruments crg0003 and crg0038 were provided for investigation. The hpv 16 was negative on the initial test because the CT of 38.5 is over the threshold of 34.2, thus considered negative by the software. The retest shows a positive result for the hpv 16 target. Manual pcr curve adjudication revealed late and low, but true positive hpv 16 amplification curves in both the initial test and the retest, suggesting variable results due to sample homogeneity and/or target concentration near the assay limit of detection. According to the package insert, detection of high-risk hpv is dependent on the number of copies present in the specimen and may be affected by multiples factors. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The bd onclarity assay was designed with clinical cut-off thresholds, not analytical cut-off thresholds, meaning that for low positive patient samples, detection is not 100% as those patient samples may not have a significant amount of the virus to indicate pre-cancer or cancer. The goal of hpv screening is not to detect the hpv virus but rather to determine the level of infection that is associated with the development of cin2+ disease as verified by histology. Based on the data and information provided, variable results due to sample homogeneity and/or target concentration near the assay limit of detection are suspected causes for the customer issue. Nonetheless, no reagents issue with kit lot 5139204 is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for control failure on bd onclarity¿ hpv assay kit lot 5139204. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. The first test was hpv 16 negative. The repeat test was hpv 16 positive. There was no report of patient impact.